Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient could not connect following an rfa surgery. Ipg was placed in surgery mode. A company representative met with the patient and was able to recover with the patient's ipg. The device is providing therapy.

Manufacturer narrative:
Correction report type